Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland it was reported that the patient faced occlusion in the tubing event on 13-sep-2024. No further information was available.